Manufacturer narrative:
The reported event of interrogation and connection anomaly was confirmed. The device was received with no putout, no telemetry and battery above eri from the field. The device was cue open and tested on the bench. The level of the drain current was found to be within normal level. A new battery was connected, and the code was downloaded normally. Device exhibited normal functionality during interrogation under nominal conditions and was able to be communicated with the programmer with rf and inductive telemetry. Despite extensive testing, the interrogation and connection anomaly could not be duplicated. Based on longevity assessment, the device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The reported event of inability to interrogate was confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for device upgrade procedure, telemetry was not able to be initiated. Additional wands and a different programmer were used, but also failed to establish connection. The device was explanted and tried to be interrogated in another room to eliminate electromagnetic interference(emi). But connection was never established. The device was replaced. The patient was stable.